Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states her meter is reading about 53 points lower then her husband. Customer feels well and does not require medical attention. Customer's expected results are 120-130mg/dl. Verified the strips expire 07/16/2017 and are stored properly. Customer could not verify if the storage conditions of the strips. Customer ran back to back blood test, 159mg/dl and 167mg/dl-not fasting. Reviewed the results in the meter memory: 105mg/dl (B)(6) 2015 10:04:52 am fasting: no, 179mg/dl (B)(6) 2015 10:04:52 am fasting: no, 94mg/dl (B)(6) 2015 10:04:52 am fasting: no, 74mg/dl (B)(6) 2015 10:04:52 am fasting: no, 180mg/dl (B)(6) 2015 10:04:52 am fasting: no. Customer stated she could not read the time or date from the memory. Other results in the memory; 200, 78, 59. Customer was concern the 59mg/dl. No adverse event reported.